Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas to report that over the past week she experienced 3 episodes of low blood glucose (bg) between 11pm and 12am. Specific dates for the low bgs were not provided. The patient reported bg readings between 60 and 70mg/dl with rapid heartbeat, shaking, and sweating. The patient noted that she may have had increased activity on one of the days when low bg was experienced. Customer support reviewed the pump with the patient and found all settings and histories are correct. There was no pump defect found on troubleshooting, and the pump is not being returned at this time. Customer support advised the patient to contact her healthcare provider to discuss the possible need for settings adjustments. This complaint is being reported due to the patient's alleged hypoglycemia of unknown cause while using insulin pump therapy.